Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that externalized conductors were observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored.